Manufacturer narrative:
The event is currently under investigation.

Event description:
The user facility reports that the device had either holes or tears at the end of the catheter and claims this may have caused an infection. Additional information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). Mfg date: unknown as lot is unknown. . Investigation: the device was not returned for the investigation; however, a review of complaint history, documentation and quality control (qc) was conducted during the investigation. The product rpn has not been reported. The customer has reported that "the catheter had holes or tears." The customer reported that the patient did get a bloodstream infection. The unknown device is a central venous catheter. Quality control inspections are in place for central venous catheters per the following processes: confirm that overall surface of catheter and extensions are clean, free of debris, dents and cuts. Confirm overall surface of extensions are clean and free of debris, dents and cuts. Confirm surface is free of dents, roughness and cuts. Confirm surface is free of dents, roughness and cuts. Confirm catheter surface is clean, smooth and free of damage. Confirm surface of tubing is smooth and clean, free of excessive dents and bumps. Verify surface of catheter is free of damage and excess bumps or roughness. Confirm overall surface is clean and free of nicks and damage. Confirm overall catheter is clean and free of excessive damage or imperfections. Methods are in place to prevent bloodstream infection: zone of inhibition batch release testing is conducted for central venous catheters to ensure that the catheter material has accepted the antibiotic impregnation. As the specific rpn is unknown, further investigation via documentation and specifications could not be completed. The lot information is unknown and, as such, we are unable to identify if any other parts have been affected by this issue. A review of the complaint history for potential rpns within the scope shows that this is the only complaint in which the catheter had holes or tears, thus leading to a bloodstream infection. Based on the limited information, a definitive root cause cannot be determined. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Event description:
The user facility reports that the device had either holes or tears at the end of the catheter and claims this may have caused an infection. Additional information has been requested, however it was not provided at the time of this report.